Event description:
It was reported that the sec 20dp, texium & hanger v/nv tubing disconnected from the drip chamber while being primed. The following information was provided by the initial reporter: "chemo tubing was being primed with ns during this step the tubing disconnected from drip chamber. If it was chemo instead of ns would have had a code brown".

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing disconnecting could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the sec 20dp, texium & hanger v/nv tubing disconnected from the drip chamber while being primed. The following information was provided by the initial reporter: "chemo tubing was being primed with ns during this step the tubing disconnected from drip chamber. If it was chemo instead of ns would have had a code brown".